Manufacturer narrative:
Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The longevity had decreased from 2.5 years the previous september to a recent estimate of seven months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The pacemaker remains in service at this time and no adverse patient effects were reported.